Event description:
A report was received states that the inflation line of the endotracheal tube became torn after approximately 13 days in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During visual examination it was noted that the inflation line of the endotracheal tube was detached mid-length. Microscopic examination of the inflation line revealed that the damage to the line was consistent with a shearing action. The pattern of the damage is indicative of two opposing blades. We were unable to determine when or how the device became damaged.